Event description:
It was reported that the patient's pacemaker (pm) was in backup operation due to a software corruption reset. The pm was explanted and replaced with a new device. The patient condition was stable.